Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that insulin pump had partial display. The customer¿s blood glucose level was 197 mg/dl. Customer stated that screen is not working correctly. Buttons are ok but part of the screen does not show up. The customer performed trouble shoot for partial display and stated pump was dropped and infusion set came out. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to bleeding lcd glass. Unable to perform any test due to lcd physical damage. Insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.